Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not received in the product performance engineering lab for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 20mm amplatzer septal occluder was selected for use. While the device was being deployed, the distal disc deployed deformed, cobra shaped. The device was removed and replaced with another 20mm amplatzer septal occluder (lot number: 6182093). The second device was implanted without any deformation issues and the procedure was completed successfully.